Event description:
The device was used during an unspecified procedure. Reportedly, the staples were missing. The surgeon performed an ileostomy to complete the procedure. The hospital has reported no pt injury has occurred.